Event description:
The customer reported that following a diagnostic catherization procedure in 2003, a vasoseal elite was deployed in the right groin. Hemostasis was achieved with a small area of ecchymosis noted. The pt was transferred to the telemetry unit and started on a heparin drip for a coronary intervention the next day. The pt developed a hematoma and groin pain later that night. A duplex ultrasound was completed the next day and the pt was positive for a small pseudoaneurysm (2 cm) antegrade to the right femoral artery. The pseudoaneurysm was compressed with thirty minutes of manual compression under ultrasound and was resolved. A second ultrasound of the right femoral artery performed the following day showed that the pseudoaneurysm was resolved, but a small hematoma remained. No further complications were reported.